Manufacturer narrative:
On 10/25/2018, mentor became aware that the patient underwent bilateral removal and replacement with (left) mentor memorygel breast implant 400cc gel catalog: 3504001bc lot: 7620545 sn: (B)(4) and (right) mentor memorygel breast implant 400cc gel catalog: 3504001bc lot: 7620545 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, were returned two devices with the same lot number engraved on the shell without fluid and without any foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered the device a intact and device b with a crease on the anterior aspect. No other anomalies were discovered. Complaint was not confirmed. The device history record (DHR) for the lot number 6010980 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/17/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 325cc saline catalog: 3501650 lot: 6010980 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 325cc saline breast prostheses. Deflation of the left breast prosthesis was determined visibly. As a result, the patient underwent removal on (B)(6)2018. The patient experienced no accompanying symptoms.